Manufacturer narrative:
Device not returned. Additional manufacturer narrative: there are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 7 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to aortic stenosis. According to the operative report, the patient is a (B)(6) year-old woman whose history is notable for 2 previous heart operations. The first one approximately 7 years ago included coronary artery bypass with the lima to lad and a vein graft to the right, as well as an aortic valve replacement with the pericardial valve. Three years ago, she underwent a redo sternotomy and placement of a pericardial mosaic tricuspid valve. She now presents with severe shortness of breath on minimal exertion and found to have severe to critical aortic stenosis. Catheterization revealed a patent lima to the lad and occluded vein graft to the right. This was an amazingly difficult case. It took 3 times longer than normal. The aortic valve replacement was very unusually difficult because the massive adhesions from 2 previous operations as well as the tremendous amount of back bleeding from the patent mammary that obscured exposure. With a lot of difficulty, the old valve was eventually excised. The valve was replaced with another edwards valve.